Event description:
A customer reported a system had footswitch problems. Timing of the event is unknown. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 27, 2009. The associated was manufactured on december 12, 2009. Based on qa assessment, the product and system met specifications at the time of release. A footswitch and footswitch cable were received for evaluation. A visual assessment of the returned samples showed no obvious visual nonconformity. The footswitch and footswitch cable were connected to a calibrated system. The samples were then tested per service test procedure. The right heel switch was recognized, by the system, as being pressed. The continuity of the cable was checked, where the wire was found to be shorted to ground, attributing to the reported event. The footswitch was then tested per and found to meet specifications. The footswitch was found to meet specifications. The root cause of the reported event can be attributed to the associated footswitch cable. The manufacturer internal reference number is: (B)(4).